Event description:
It was reported via repair work order that the power cord was cut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that unit had been repaired and returned to service. Investigation concluded that unit was evaluated only by stryker field service technician. Unit repaired and returned to service by the customer.

Event description:
It was reported via repair work order that the power cord was cut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.